Manufacturer narrative:
Batch review performed on 18 april 2023. Lot 2104531: (B)(4) items manufactured and released on 29-july-2021. Expiration date: 2026-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision 4 months after the primary tha due to a subsided stem. The surgeon revised the head and stem. The surgery was completed successfully. The low quality of the radiographic image and the absence of a postoperative shot does not allow to reconstruct the history of this case. However, the slightly valgus position and the presumable leg length discrepancy lead to think of an undersized implant.

Event description:
At about 4 months after the primary, the patient came in reporting pain due to a subsided stem. The surgeon revised the head and stem. The surgery was completed successfully.